Event description:
Information was received that a smiths medical ventilator emitting humming noise.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be good physical condition. Device underwent functional testing by connecting 50 psi and powering it on. Device was making noise, but was not cycling. This confirms the reported customer complaint. The device underwent further inspection, and the screw on the demand valve was noted to be loose. This screw was then tightened and device passed all functional tests. The problem source has been determined to be normal wear and tear of the device.